Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a low power error. Customer stated insulin pump turned off due to low power. Customer stated due to which blood glucose went high. Auto mode feature was used at the time of event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.